Event description:
It was reported that a surgeon had to remove a plate due to the plate breaking. The surgeon stated that the plate broke at the phalanx at the screw locking holes. The surgeon did not provide the product information or any relevant patient information. Attempts to obtain patient and product information were made but no further information has been provided to-date.